Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the taperloc stem packaging was damaged and looked like it had mold. There is no additional information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the taperloc stem packaging was compromised and there seemed to be a moldy substance in the package. The procedure was completed using another implant. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4: expiration date. Visual evaluation of the provided photos did not identify any damage consistent with mold or wet packaging. The photos do however depict black staining and scuff marks on the pouch. The black staining could easily be mistaken for mold. Sterility has not been breached. A complaint history search was not performed per (B)(4) as the packaging design has been remediated as part of (B)(4). Mold: a definitive root cause or condition of the device when it left zimmer biomet cannot be determined as the provided photo does not clearly depict/confirm the presence of mold. Black debris: the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Mold: this complaint cannot be confirmed. Black debris: this complaint was confirmed by evaluation of the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.